Manufacturer narrative:
(B)(6). Placeholder.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the surgeon noted that the leading haptic had dislodged from the optic; the lens had not fully unfolded yet and had only partly entered the eye. The surgeon was able to remove the iol and the haptic and replace with an identical alternative; no patient injury occurred.